Event description:
The manufacturer received information alleging an internal battery depleted alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and error codes related to the charging of the internal battery were observed. The device's internal battery needs to be replaced to address the issues.